Event description:
The dreamstation auto CPAP device was returned to the third-party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation and displayed error code: 94 (error 94: err_rtc_stopped). The device was scrapped by the service center after the evaluation was completed.